Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a cracked and unresponsive touchscreen. Blood glucose was unaffected, and a replacement device was provided.